Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range impedance measurements and loss of capture (loc). The patient is not pacemaker dependent and there was no evidence of asystole. Threshold testing was performed and afterwards the impedance measurements returned to normal. Impedance and threshold measurements were repeatedly tested and remained stable. Boston scientific technical services (ts) suspects a suboptimal connection issue. No adverse patient effects were reported. The lead remains in service and the patient will be monitored.